Manufacturer narrative:
The customer rebooted the system and the system operates as intended.

Event description:
The customer reported the system locked up and would not shut down. No pt injury was reported.